Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot: part: 03.505.003, lot: 8180518, manufacturing site: (B)(6), supplier: diener ag precision machining, release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 that the 90 degree screwdriver doesn't give the power to drill a hole. The drill bit stops into the bone and do not want to start again. No pieces of parts left in the patient. They finished the procedure successfully with another 90 degree screwdriver. Concomitant device reported: unk - drill bits: trauma (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).